Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The reported event dilator detachment was confirmed. The hub of the dilator was detached from the dilator tubing. Visual inspection of the joint could not determine a root cause. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During an atrial fibrillation procedure, the flushing port of the sheath broke off. The sheath was exchanged and the procedure was completed with no adverse patient consequences.